Manufacturer narrative:
Additional information was received by smiths medical that the event occurred as part of customer's routine testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Review of the event history log showed the pump displayed one recorded instance of the reported error. Functional testing involved simulated use. On power up the pump displayed last error code 1230, and the screen was functional. The pump was opened and inspected for abnormalities and none were found. The error code was cleared and the pump ran without recurrence of the error code. The cause of the error code is unknown. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed error code 1230 and then had a blank screen. No adverse effects were reported.